Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h4, h6 and h11. Corrected field: e4. The device was not returned to the regional service center nor to the regional investigation center; therefore, the subject device was not evaluated, and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had high resistance for grounding. The issue was identified during maintenance. There were no reports of patient involvement.